Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) in 2003. The surgeon indicates that the icl appears to have a fire engine red corona of the outer 1/3 or so of the material when viewed at the slit lamp. There is no discoloration of the central part of the lens. Patient is asymptomatic and happy. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.